Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The original specimen was re-tested on this and on two different instruments and obtained results were in the risk stratification range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was lithium heparin plasma that was centrifuged at 2,500 rpms for 10 minutes. Qc was within the customer's established ranges for level I and ii. Qc level iii recovered high. System checks performed before and after the event met specifications. A field service engineer (fse) was dispatched: the fse performed a precision run and a diagnostic testing; both were within specifications. No hardware issues were noted. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.